Event description:
According to the initial information received, following implant of a 17mm amplatzer septal occluder (aso) was implanted on (B)(6) 2011, "very small" pericardial effusion without tamponade was observed. According to the patient's history, the patient was evaluated in the cath lab in (B)(6) 2010 and underwent a transesophageal echocardiogram and was diagnosed with an atrial septal defect (asd). She had no cad, had normal coronary arteries, normal lv sysolic function with significant pulmonary hypertension and moderately severe tricuspid regurgitation. Upon exam the patient was dyspneic and questioned whether the dyspnea was from her asd or copd. The patient was tested and the effects of obstructive disease were minimal. The patient was admitted to the cath lab on (B)(6) 2011, and a significant shunt was observed. The patient's qp:qs ratio was about 2.3:1. The 17mm aso was successfully implanted. The patient reported chest discomfort at a follow-up visit on (B)(6) 2011 and took ibuprofen as directed. A repeat echo was taken (B)(6) showing the aso was well-seated and no shunting was present. The patient reported mild chest discomfort and less dyspnea at another follow-up exam on (B)(6) 2011. She presented with ongoing, moderate-severe tricuspid regurgitation but her pulmonary artery pressure decreased from 70mm hg to 47mm hg. Her rv and ra were slightly dilated but contracting normally. A small pericardial effusion was observed and it was suspected that a mild reaction to the aso implant occurred causing low-grade pericarditis. The patient was upgraded from a nyha class iii to a nyha class ii position. The patient was prescribed 400mg of ibuprofen 2-3 times per day for two weeks. The patient's symptoms reportedly resolved by (B)(6) 2011.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it remains implanted and was not returned. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration ((B)(6) 2013). This event was reviewed by aga's erosion board. Following adjudication, erosion was not confirmed.